Manufacturer narrative:
Updated b.5 updated imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the misload of the first valve was due to a valve overlap of frame nodes. The third valve was unable to position so after the third attempt for deployment, the valve was removed from the patient. It was reported that a procedural delay occurred as a result of the valve infold. Per the physician, the patient's unsymmetrical calcification on all three leaflets contributed to the infold.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was in a return kit and the jar was filled with cloudy solution. There was coagulated blood all over the valve. The valve was in a partially crimped condition and dry. All leaflets were flexible and intact with signs of creases possibly associated with the crimping and recapturing process. Leaflets l1-l2-l3 appeared open. All commissures appeared intact. The valve was submerged in a warm saline bath; valve frame reset. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed; no issues were noted. Conclusion: the device history record and frame record were reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Valve frame infolding can be facilitated by a variety of unfavorable factors, including inflow crown overlap during loading, excessive leaflet, annulus and left ventricular outflow tract (lvot) calcification. The patient summary and procedural images were submitted to medtronic for review. For the first infolding, inflow crow overlap during loading beyond node 4 was a likely cause. A focal annulus and lvot calcification between left coronary cusp (lcc) and non-coronary cusp (ncc) was present and may have contributed. The orientation of the infolds that formed are consistent with the one of the focal calcification. As stated by the physician, asymmetrical calcification on all three leaflets contributed to the infold, which is plausible although it was difficult to see in the images. In summary, all factors described above may have contributed to the valve infolding. The implant team followed medtronic best practice recommendations by removing the system and replacing it with a new one, after the infold. Infolding events are typically related to patient anatomical factors (such as calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (such as pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, with the information available, a root cause of the infold could not be confirmed. However, per the physician and confirmed via the image review, the annulus and lvot calcification along with crown overlap beyond node 4 likely contributed to the infold. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the device IFU contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading and to aid in accurate placement of the valve frame paddles during loading. In addition, the IFU instructs to visually and tactilely inspect the capsule for a misloaded bioprosthesis. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (B)(6), during the first deployment attempt an infold was reported. It was noted that the infolding occurred due to a misload. The valve had been loaded by a medtronic field representative. The system was withdrawn and replaced. The second valve (B)(6) was attempted to be implanted. The valve was recaptured ( pli 50) two time due to a misalignment of the position. After the second recapture, infolding was reported. This second system was withdrawn and replaced. A third valve was attempted to be implanted, however was not successful. Details regarding the third system were not reported. The third system was withdrawn. Ultimately a non-medtronic (edwards) valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: unknown); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: unknown); product type: 0195-heart valves; product ID evolutfx-34 (B)(6); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.